Manufacturer narrative:
Additional, corrected and/or changed data: g.2, b.5, h.6.

Event description:
Additional event of "mild involvement with homogeneous glandular tissue (density grade iii), wrinkling phenomenon, very painful", captured as capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy.

Event description:
Patient's representative reported patient experiences increased recurring breast pain which radiated into her arm and led to numbness. Wrinkling with partial periprosthetic fluid accumulation confirmed via ultrasound, enlarged symptomatic swollen lymph nodes and depressive episodes, anxiety and sleep disorder due to fear of developing cancer. This record is for right side. The device was explanted.